Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -7.5 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2019 the lens was removed due to glare/haloes. The lens was later replaced and the problem resolved.